Event description:
It was reported that during a ureteroscopy procedure, a coating detachment occurred. The lesion was located in the left kidney. At an unspecified time during the procedure, some of the stone cone 3fr./7mm retrieval coil coating "came off in the kidney". The physician was able to remove the detached portion with an unspecified grasper. A different device was used to complete the procedure. The pt's status is reported as "fine". It was further noted that the procedure took an additional 10 minutes.

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.